Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with life threatening ketones. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause for the reported issue was unknown. A manual insulin injection was administered, and the infusion set was changed to address high bg levels. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.